Manufacturer narrative:
(B)(4).the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore catheter extension set disconnected during infusion. The reporter stated that the set "came apart while the patient was walking on the treadmill." There was no patient injury or medical intervention associated with this event. No additional information is available.